Manufacturer narrative:
Device is a combination product. (B)(4). Promus element plus mr ous 3.50 x 20mm stent delivery system (sds) was returned for analysis. The crimped stent was not returned for analysis. The manufacturing crimp data was reviewed and there were no issues to note. The maximum stent profile was found to be within maximum crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon body was reviewed and there were no issues noted. The balloon had not been subjected to any significant positive pressure. There were crimp markings evident on the entire length of the balloon wall indicating overall crimp contact between the balloon and the stent at the time of manufacture. A visual and tactile examination of the hypotube found that there were multiple kinks along the full catheter length. An examination of the shaft polymer extrusion revealed no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. Inspection and testing as well as process monitoring and control were conducted throughout the manufacturing process to establish product conformance to specified requirements. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 12-sep-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the fibrotic right coronary artery (rca). Following pre-dilatation, a 3.50x20mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed stent detachment/separation.